Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6), batch: 16776075, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.